Event description:
It was reported that during an unknown procedure, two to three clips used, and they fired correctly. After that, the clips got stuck, or did not form correctly when fired, if formed at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.